Event description:
On (B)(6) /2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter displayed an error message. This complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first occurred at 10am on (B)(6) 2015, but was unable to recall what the error message was. The patient does not take any medication in order to help manage their diabetes. The patient had done some exercise after eating during the morning of (B)(6) 2015. The patient reported that ¿10-15 minutes¿ after the product issue first occurred they experienced the symptoms of ¿sweating, shaking and light headed¿. In response to these symptoms, at 10:20am, the patient self-treated by consuming more food and/or drink. No other device was used by the patient in order to measure their blood glucose levels at this time. At the time of troubleshooting the cca was able to resolve the alleged issue by walking the patient through a retest. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient was unable to obtain a blood glucose reading on the subject meter which led to them developing symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.